Manufacturer narrative:
(B)(6). The pump has been returned to animas. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, the pump booted appropriately to the verify screen. The pump was exercised for 24 hours without interruptions. Unrelated to the complaint, the down arrow button was found to be misaligned and scrolling.

Event description:
The distributor reported that the pump did not power on. There was no reported patient impact associated with this complaint.